Event description:
It was reported during an unrelated radiological study it was noted this ureteral stent was fractured. Surgery was performed to successfully remove the stent without any pt complications. Another stent was successfully placed at that time. The pt's condition is good. This device has not been received by this MFR. Therefore, no failure analysis is available. As a lot number was not provided, a device history could not be performed. Attempts to obtain further details regarding this event have been unsuccessful. Should add'l details become available a supplemental medwatch will be filed under the appropriate sequence number. As co's attempts to obtain further details about this event were unsuccessful, co is unable to determine the cause for this event.